Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-04469 addresses the first cre balloon, while manufacturer report #3005099803-2011-04468 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6), 2011 that two cre balloon dilatation catheters were used during an esophageal dilatation performed on (B)(6), 2011. According to the complaint, during the procedure, the first balloon was inserted into the endoscope and it was noticed that more force was needed to insert the balloon. The physician eventually gave up and withdrew the device from the endoscope, discovering the exit marker to be loose. A second cre balloon was removed from the packaging and was noticed to have the exit marker loose as well. The procedure was completed with third cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-04469 addresses the first cre balloon, while manufacturer report #3005099803-2011-04468 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6), 2011 that two cre balloon dilatation catheters were used during an esophageal dilatation performed on (B)(6), 2011. According to the complaint, during the procedure, the first balloon was inserted into the endoscope and it was noticed that more force was needed to insert the balloon. The physician eventually gave up and withdrew the device from the endoscope, discovering the exit marker to be loose. A second cre balloon was removed from the packaging and was noticed to have the exit marker loose as well. The procedure was completed with third cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned device found he wingtool was present and pushed down over the balloon indicating that the catheter was attempted to be inserted into the scope with the wingtool on. The exit marker was slightly "bunched up" at both ends and loose preventing the wingtool from being removed, as a result, attempted insertion of the device into a scope could not be performed. The investigation results are consistent with the event description. The reported defect of balloon exit marker loose/detached was confirmed; however catheter difficulty advancing could not be performed due to this damage. The wingtool was present and pushed down over the balloon indicating that the catheter was attempted to be inserted into the scope with the wingtool on. As the dfu instructions state that the wingtool must be removed during insertion, a root cause of use/user error will apply. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.